Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 382 mg/dl at the time of incident. The customer¿s another blood glucose value was 400 mg/dl. The customer experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection and insulin pen. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined further troubleshooting. The infusion set cannula was not bent. The insulin pump will not be returned for analysis.